Event description:
Rptr was coming out of their van, which is handicapped equipped. As rptr was coming down the ramp this scooter rptr was on went backwards and the handle on the scooter came out. Rptr was thrown off of the scooter, hitting their head and scraping their leg. Rptr blacked out for a few moments. Rptr's ribs on both sides are badly bruised. Rptr cannot lay down without it cutting their breath off. This is a rascal scooter. Model no r235. The steering column is not locked down in any way. This is a heavy duty mobility scooter. This is a dangerous product. The steering column does not lock. Rptr was coming off of the ramp in their handicapped van. This scooter tilted backwards, the steering column came off and rptr was thrown off of the scooter. Their ribs were injured. Rptr was knocked out. Their leg and head were injured.